Event description:
It was reported that boston scientific technical services were contacted regarding a code 1005 that was found during device data review. It was explained that this code is indicative of an open circuit condition during shock delivery due to high impedance from the right ventricular (rv) lead. The physician confirmed the shocks were appropriate and the patient's arrhythmia had been successfully converted. Technical services suggested rv lead replacement to resolve the event. The physician has yet to determine a resolution in this case. At this time, the rv lead remains implanted and in service. No adverse patient consequences were reported.